Manufacturer narrative:
No product returning for eval. Attempts have been made to obtain all event info. Should new info become available, a f/u MDR will be submitted.

Event description:
Received info stating pump insulin gauge dropped from 180 units to 0. There was no reported impact to customer's blood glucose level.